Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller and cracked lcd glass. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer¿s current blood glucose level was 61 mg/dl. The customer was treated with juice, banana and crackers for the treatment of low blood glucose level. The customer also reported that the insulin pump had cosmetic damaged. The customer fell down some stairs and broke the screen of the insulin pump. The customer also stated that the insulin pump had cracked on the lcd screen of the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.